Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she was unable to remove a tampon using the string due to the string being too short. She stated the string appeared to be cut. She was able to manually remove the tampon pledget. She did not experience any adverse health affects and did not seek medical attention.